Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue and unexpected shutdown issue was verified. Based on the analysis, the alleged wake button issue could not be verified.

Event description:
It was reported that the pump touch screen was unresponsive. In addition, it was reported that the wake button was unresponsive. Subsequently, it was reported that the pump shut off unexpectedly. There was no reported impact to the customer¿s blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.